Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had issues with clips scissoring and having inconsistent clip application. The case was completed using another device of the same product code. There were no patient consequences reported.